Event description:
During review of internal programming history on (B)(6) 2012, it was noted that a system diagnostics test was performed in (B)(6) 2008, which changed the patient's settings. The patient's vns was reprogrammed but not all their settings were corrected to their original settings. Nurse reported that the patient's device was disabled on (B)(6) 2008.

Manufacturer narrative:
Analysis of programming history.